Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: (B)(4), lot number: unknown h3, h6: no products have been received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when the site connected the flat emitter during a case, they received a localizer not found error. The site tried a 2nd emitter and the system displayed an internal error and shut down after plugging in the flat emitter. The site then brought in a second navigation system and tried the flat emitter, and received the same localizer not found error. The site then tried connecting a 3rd flat emitter on this system , and it connected successfully and the site was able to proceed with case. While on site, the manufacturer representative (rep) originally could not replicate the issue, but then noticed that the system was intermittently flashing between "localizer connected" and "localizer not connected". The rep reported a video was available. While on the phone with technical services (ts), the rep reported the system then displayed "localizer faulted".  The rep opened emitter diagnostics: status - faulted; amplifiers enabled - true; bob - faulted; controller - connected; tca - connected; system faults - bob rom; tool faults - [blank]. The rep reseated the break out box (bob) and the issue reoccurred. The rep swapped the bob to a known functional system, and the issue could not be recreated. The rep plugged a known functioning bob into the problematic system, and the issue reoccurred. The rep opened emitter diagnostics again and the same statuses were printed as described above. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representative (rep) replaced the electromagnetic internal communication /connector box. Codes b01, c02, d02 are applicable to this analysis. D9, h2, h3: the return of 9735824 provided the lot number 160053619. The returned eminterface was bench tested and no issues were detected throughout five hours of testing. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred pre-operatively during an ent procedure (sinus surgery).